Event description:
The x-mesh cage was implanted with an x-mesh posterior inserter/expander. When the surgeon attempted to detach the inserter, the cage would not disengage from the inserter. The cage and the inserter/expander were removed and the cage could not be used. The surgeon proceeded to use bone strut (humerous bone) for the corpectomy. This medwatch report is being filed for the x-mesh inserter/expander instrument. See mfg medwatch report no. 1526459-2013-16851, for the x-mesh expandable cage that was involved in this event.

Manufacturer narrative:
A functional test was conducted with the inserter/expander fully expanded and locked into place with the mating x-mesh cage in its proper position ¿ unscrewing the black knob handle to remove any tension on the instrument and disengaging it. The x-mesh cage (see mfg medwatch report no. 1526439-2013-16851) became stuck and the cage would not disengage from the inserter. A review of the DHR identified no issues identified during the manufacturing and release of this product that could be attributed to the problem reported by the customer. The product was released accomplishing all quality requirements. Although the root cause cannot be positively determined, the cage¿s set screw markings and the lack of witness marks on the axial grooves of the cage indicate that the cage was in the fully extended position when the set screw was advanced. It is likely that the cage was over expanded beyond its free sliding capabilities causing interference between the x-mesh implant cage and the inserter/expander. This interference would have created difficulty in removing the inserter/expander from the x-mesh implant cage. Attention should be given to proper implant selection size and instrument care. In the absence of an identified device manufacturing/release issue or observed trend, this complaint will be closed with no further action required.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation.